Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to gum recession which the customer stated resulted in a gum graft.

Event description:
The customer reported a gum recession while wearing the aligners. Medical intervention was required, and a gum graft was performed. Aligner treatment was completed. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).